Event description:
It was reported that the lead integrity alert (lia) triggered for short ventricle-ventricle (v-v) counts, high impedance and non-sustained tachycardia (nst) visible on the electrogram (egm.) Therefore the proximal part of the rv lead was removed, capped and replaced with a new lead implanted on the right side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled, the outer insulation had a cosmetic depression and there was apparent explant damage.